Manufacturer narrative:
The device was returned to zoll medical canada. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including full functional testing with analyze and shock testing without duplicating the report. Visual inspection of the multifunction cable receptacle observed signs consistent with fretting. The defib receptacle, CPR adaptor, and multifunction cable were replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device was unable to analyze. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.